Event description:
The p4hb based mesh phasix, is being used in a clinical trial, named prevent, for the prevention of incisional hernias in surgical patients undergoing mid-line laparotomy. This trial includes terminal patients with cancer. Unfortunately, becton dickinson is aware that p4hb materials can activate a pro-oncogenic immune response named the "m2 macrophage" response. Because p4hb activates m2 macrophages, its use in cancer patients is potentially dangerous. FDA safety report ID# (B)(4).